Manufacturer narrative:
The lead was returned due to ¿after placement, the patient suddenly suffered acute heart failure, and the operation was terminated¿. As received, a complete lead was returned in one piece. Electrical, mechanical, and visual analysis was normal with no anomalies found.

Event description:
Related manufacturer reference number: 2017865-2023-13234. It was reported that during implant that after lead placement of the right ventricular (rv) lead and the left ventricular lead (lv) the patient became unstable and rushed to the intensive care unit and the implant was abandoned. Patient condition was unstable.